Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. Displacement test was note performed due to the motor error alarms. The following cosmetic damage was noted: cracked case on the display window corners, minor scratches on the lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer's spouse reported via phone, the insulin pump was exposed to an MRI and the screen locked up after it alarmed motor error. Customer's spouse changed the battery and alarm is still on the screen. Customer's blood glucose was 85 mg/dl. Troubleshooting was performed and customer was able to complete the rewind sequence on the insulin pump. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's spouse agreed to return the device for analysis.